Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that brush head broke off in mouth while in use. No injury reported. No medical attention was sought.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. Consumer has not responded to multiple contact attempts.